Event description:
The customer reported that the image on the monitors intermittently went blank resulting in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Both system monitors were replaced. The system was then found to be operating as intended.